Event description:
It was reported that the customer received a button error on her insulin pump. It was also stated that the customer's blood glucose was low at 53 mg/dl and she was slurring, so she consumed glucose tabs and blood glucose rose to 74 mg/dl after 15 minutes. The customer checked her blood glucose again, which had dropped down to 67 mg/dl, treated with more glucose tablets and her blood glucose rose again to 83 mg/dl. She stated she was fine earlier that day, performed an infusion set change, received the button error and that is when her blood glucose started dropping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.